Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery because the system stopped working. Upon explant, air was noted in the system. All components were removed and replaced. There were no patient complications reported.